Event description:
Umbilical venous catheter broke at the distal end from the baby where the uvc widens into the hub. This occurred during normal cares (positioning the baby). Uvc 20g, 23 g double lumen.